Event description:
It was reported to philips that during a cerebral angiography procedure, the digital subtraction angiography (dsa) was unable to expose. The procedure was cancelled. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The cerebral angiography procedure was aborted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the error message: low load, tube anode error. The fse found that the anode drive unit (adu) rail voltage was abnormal and that the main interface unit (miu) indicator light showed a miu fuse fault. The fse solved the issue by replacing the adu and the fuses in the miu. Analysis of the log file showed a fuse trip on rail voltage output to adu error and under voltage on the adu rail. The returned part was analyzed however no failures were found. After part and fuses replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Patient outcome code was corrected.

Manufacturer narrative:
Philips has received additional information clarifying that issue occurred during the surgical preparation stage of a pre-planned procedure. There was no deterioration in the patient's condition or additional medical interventions required. The procedure was successfully completed at a later time and the patient was discharged. The investigation into this complaint is ongoing. A final report will be submitted once it is complete. The codes were updated based on the investigation outcome.